Event description:
It was reported that while programming an implantable cardioverter defibrillator (ICD) still in the original packaging, it was revealed that the ICD had experienced an electrical reset and had reached elective replacement indicator (eri). A new device was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and revealed that the reported power on reset (por) was not determined. The device elective replacement indicator was caused by battery depletion due to high current drain in the device. The high current drain was attributed to the por which enabled the voltage doubler generating excess current. If a por occurs while in the shipping box, the current doubler becomes active, causing a high current drain to the device due to the functionality of the voltage doubler.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.